Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 400mg/dl. The mother stated that the customer was in another medical facility and the customer's blood glucose was up and down, and the customer was brought to a local hospital. The mother also stated that prior to the diabetes ketoacidosis he was active, and then he was throwing up. The mother stated his blood glucose had been high regularly for a month. No further info was provided.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.